Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Microbacterium abscessus [mycobacterium abcessus infection] case description: spontaneous report received on 27-jun-2008 from a company rep regarding a male burn pt, initials spw. The pt had full thickness burns that covered 82% of his total body surface area. The pt was admitted to the hospital in 2008. The pt did not have any wound or systemic infections at the time of the biopsy performed about 5 days later. The pt was grafted with 144 epicel grafts at about one month later. The pt expired approximately 52 days later. The primary cause was believed to be "microbacterium abscessus." We are reporting this death event per our post-approval commitment within the MDR timeline of 30 days. We will solicit from the clinical site add'l data including burn date, cause of burn, hcp opinion on relatedness and cause of death, autopsy info if completed, and any other pertinent info, but at this time, this info is not yet available.